Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was running betwen 200-400 mg/dl. Customer also had a few low blood glucose readings overnight last week. Customer feels that it was because she did not eat enough and did more exercise than normal. Customer declined to transfer to the helpline.